Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that detaching of the connector pins. The device evaluation also found that the internal lens was damaged, there was poor lighting due to a broken light guide and there was deterioration of light guide end face. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that part of the small protrusion is loose and about to come off. The issue was found during preparation for use in an unspecified therapeutic procedure. There were no reports of harm.